Event description:
The pt is reportedly experienced loos of magnet strength to maintain lock between the internal implant and external equipment. External magnets were added; but the issue was not resolved. Surgery was performed to replace the magnet of the internal device. The device is functioning.